Event description:
It was reported the patient had their device explanted due to the device causing pain. It was stated the patient gained weight, causing the device to move and cause the patient pain. There was no injury reported. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3093-28 lot # v411613 programmer model 3037 serial # (B)(4).